Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. It was also noted that the right ventricular lead exhibited post-paced t-wave oversensing. On 07/13/2018, both leads were capped and replaced. No further issues were noted post procedure. Patient was asymptomatic and stable throughout.